Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Lead analysis found an external insulation abrasion at 16.6-17.3cm from the connector pin due to friction to another implantable device. Electrical tests were normal. (B)(4).